Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported a leak. It was reported that the vial was filled with an unspecified pain medication and was loaded into an unspecified pt controlled analgesia (pca) pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified location of the vial. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add¿l info was provided.